Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continued use. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within the required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced a serious injury requiring hospitalization for diabetic ketoacidosis associated with an inaccurate delivery issue. No further information was provided. Animas customer support made several attempts to contact the reporter for more information regarding this event; however, there was no response. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue; troubleshooting of the device was not possible at the time of the call to animas customer support. If further information is obtained, this report will be updated accordingly.